Event description:
It was reported that an ilet had a non-viewable screen after the user bumped the device against a dog cage, and blood glucose was not affected; the event involved a hardware screen visibility issue and the device was replaced. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status or need for medical care. Investigation included collection of event details and replacement with return-for-evaluation logistics. Investigation of this device revealed screen/display damage consistent with external impact to the display component, aligning with a device mechanical damage problem affecting the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external force.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.